Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction, the presence of sound is unknown currently. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the loudspeaker assembly. After part replacement the device was returned to functional use with no further issues identified.